Event description:
Customer called to report that the insulin pump was alarming motor error and the buttons were not responding. Customer stated that he was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Motor passed motor test. Unit was received with intermittent button response due to corroded keypad traces. No e70 alarm on alarm history screen. Unit had cracked case at display window corners, reservoir tube lip, display window and scratched display window.